Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited an unspecified bluetooth telemetry issue. No intervention was reported. The patient condition was unknown.

Event description:
New information received notes that the implantable cardioverter defibrillator (ICD) was able to be interrogated via inductive telemetry. While performing the interrogation, it was noted that the ICD exhibited an unspecified inductive telemetry issue. The patient condition was unknown.